Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 4 and 24 hours. It was noted that the pink slide did not move forward, but the cannula was visible; indicating a needle mechanism failure. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle retracted. The slide insert was visible in the top housing viewing window. After investigation of the needle mechanism components, no issues were found that would result in a needle mechanism failure. The device ran for 560 pulses and was deactivated by the user. Small cracks were found on the top housing. It could not be determined when these cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.